Manufacturer narrative:
H.6 investigation summary : photos were provided verifying the root part on the downstream side of the infusion filter was broken . This product has not been found to have any abnormalities in all past shipping tests (tensile strength: 15n, no abnormality under load of 15 seconds or more. Sampling inspection * n = 8 pieces). When the damaged part was checked, there was no evidence of manufacturing defects such as defective molding. According to the information from the filter manufacturer, it is possible that this event may have been broken after the tube was adhered by locally applying a load of 3.175 kg (7 lbf * pounds) or more, which is the strength standard at the relevant point. Got in addition, the infusion filter is said to be undergoing 100% integrity test (appearance, leak confirmation, etc.). In our manufacturing process, 100% visual inspection is performed immediately before packaging. A device history record could not be completed as no lot number was received. H3 other text : see h.10.

Event description:
It was reported that IV set/n35/20drop/ll tubing was defective/damaged. The following information was provided by the initial reporter: "when giving fosaprepitant meglumine to the patient, hcp tapped the filter to take out the air then the further ex-tube from the filter was detached."

Manufacturer narrative:
(B)(6). No expiration date available. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. No manufacture date available.

Event description:
It was reported that IV set/n35/20drop/ll tubing was defective/damaged. The following information was provided by the initial reporter: "when giving fosaprepitant meglumine to the patient, hcp tapped the filter to take out the air then the further ex-tube from the filter was detached."